Event description:
It was reported while using bd veritor¿ system for rapid detection of flu a+b clia-waived kit, there was a flu a result that was discrepant when compared to the biofire respiratoy panel flu a result. There was no report of patient impact.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. G.4. Additional 510(k): k132259, k132692, k151291, k152870, k160161 investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit flu a+b 30 test physician veritor (material#: 256045), batch number 3285817. The customer reported that the results from the veritor kit for flu a are discrepant of the results from the respiratory panel. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted; no adverse trend was identified. There were no corrective actions taken at this time. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.